Event description:
Reporter alleged blood glucose measured 499, 222, and 159 mg/dl performed within 5 minutes of each other. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.